Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection, hematoma, and abscess are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019. The patient was seen by the physician for severe inflammation at the stoma site. The patient started an unknown antibiotic. On (B)(6) 2019, the patient was hospitalized for a hematoma at the stoma site, and an abscess between the stomach and liver. The patient received unknown intravenous antibiotics in the hospital. On (B)(6) 2019, the patient was discharged from the hospital. On (B)(6) 2019, it was reported that the patient had completed the antibiotic treatment, and the stoma site had improved, although there was still some pus at the stoma site.

Event description:
On (B)(6)2019 , the patient received the following treatments for the stoma site infection and abscess: intravenous (IV) amoxicillin/clavulanic acid 1200 mg on (B)(6)2019 ; IV metronidazole 500 mg. From (B)(6)2019 until(B)(6)2019 ; IV ceftriaxone 2000 mg. On (B)(6)2019 .

Manufacturer narrative:
Reference record (B)(4). Additional information added to event and relevant tests/laboratory data . If any further relevant information is identified or obtained, a supplemental medwatch will be filed.